Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1920sf suture anchors tip broke. This occurred during a case where the patient had a hard bone that was drilled with a primer and then the anchor broke. The broken anchor was removed, and the surgical time was increased.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was provided on 11/24/2023 where it was stated that this event occurred during a patella fracture surgery when it started to be inserted into the patella, in the middle of the anchor, it jammed, cracked, and broke.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.